Manufacturer narrative:
(B)(4). Insulin pump was received with a blank display, problem isolated to pbca1. Unable to perform displacement and self tests due to blank display. Unit had cracked battery tube threads, cracked case. The unit p cap test reservoir locks in place properly and no anomaly noted. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that there was cracked along the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.